Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the complaint of unexplained on and off sensation with the stimulation was confirmed. It was determined that electrodes #e21 and #e22 were shorted to the vh node inside the slave asic (u3). This damage caused excessive charge to be deposited on the output capacitors, leading to discomfort for the patient when stimulation was switched on. The short between electrodes #e21 and #e22 and vh caused the impedance readings to be low. Root cause of the damage was not determined. Sc-8336-50 (sn: (B)(4)) device evaluation indicated that the visual inspection revealed rip silicone on bottom section of paddle. X-ray inspection and impedance test of the paddle lead revealed no anomalies. Sc-4316 (ln: 19301724) device evaluation indicated that the eyelets were torn, and there was no missing silicone material.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis on the ipg revealed irregular impedance measurement values on two contacts on port a. The patient will undergo a revision procedure wherein the ipg will be replaced along with a possible lead replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial#: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis on the ipg revealed irregular impedance measurement values on two contacts on port a. The patient will undergo a revision procedure wherein the ipg will be replaced along with a possible lead replacement.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis on the ipg revealed irregular impedance measurement values on two contacts on port a. The patient will undergo a revision procedure wherein the ipg will be replaced along with a possible lead replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg and lead replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing intermittent stimulation. Database analysis on the ipg revealed irregular impedance measurement values on two contacts on port a. The patient will undergo a revision procedure wherein the ipg will be replaced along with a possible lead replacement.